Event description:
During sheath pull by cardiologists, vizigo steerable sheath was withdrawn and revealed plastic floss-like strands to be externalized, coming from the inside of sheath. Appeared to be intact and connected to sheath.